Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with lightheadedness and syncope and interrogation revealed the implantable cardiac defibrillator (ICD) detected the ventricular tachycardia as supra ventricular tachycardia "due to onset." Followup was unable to determine if any reprogramming was done. The device is still in use. No further patient complications were noted as a result of this event.